Event description:
It was reported that, during reprocessing, the gastrovideoscope tested positive for 1 colony forming units (cfus) of mold. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds), microbiological test results, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the result of the culture test, performed at the third-party labs where the number of microorganisms were both less than 1cfu, and it was confirmed that they conformed to french regulations. In addition, the device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. The following is included in the device IFU: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.